Manufacturer narrative:
Unique identifier (UDI): (B)(4) - sample has not been returned to the manufacturer at this time. A supplemental will be submitted upon the completion of the plant's investigation. Device

Event description:
Peritoneal dialysis patient's nurse reported that the liberty set leaked around the blue trigger button during use. The patient was prescribed prophylactic antibiotics and remained asymptomatic for infection. An effluent culture test was performed and the results were negative. The patient continued performing treatment after the event. The set was retained but has not yet been returned to the manufacturer.

Manufacturer narrative:
The actual device was returned to the manufacturer. The sample was visually inspected and was noticed that the patient connector had two blue pins inside and connected to the stay safe cap. Since the failure was detected during the visual inspection, a functional test was not required. The source of the second pin could not be determined. All lots of trigger connector were visually inspected prior to be used in the manufacturing process. During visual inspection before release the following tests and potential inspection for defects are performed: verification of the presence of the blue silicone o-ring, the presence of the blue pin with o-ring inside the clear body connector, the presence of the plunger and verify the color of the push button. Push button partially depressed. Push button rotated. Push button pushed all the way in. Part with cracks, splits, short-shots, holes, or deformities affecting function. Any noted issues and the part is not released. Since the trigger connector was received incomplete (missing plunger, missing push button), it was not possible to confirm if the leak was related to a defective component. No issues related to trigger with two blue pins or missing parts (push button or plunger) were identified, the trigger connector lot manufacture review had acceptable results. The device history record [DHR] of this product was reviewed and no non-conformance reports or other abnormalities related to this failure mode were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.